Event description:
The pt was revised because of pain. Nothing was found intraoperatively to explain the pain but the insert was exchanged to address flexion and instability issues.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the mfg lot. The initial reporting indicated the product was not suspected of failing to meet specs or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported pain; however, provided info indicates instability was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.